Event description:
Additional information reported patient was injected with 0.5 cc per side to the nasolabial bilateral. Two days later, symptoms started. Treatment has not been provided and symptoms ongoing.

Manufacturer narrative:
Clarification to h6: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported ¿the patient was treated with 1 syringe of ultra xc for nlfs and reported to the hcp that they had a granuloma on the left cheek near their mouth." Biopsy was not provided.